Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. The treatment for this event was not reported. At the time of this report, the outcome of peritonitis was unknown and the action taken with the pd therapy was also unknown. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.